Event description:
It was reported that the patient experienced palpitations and discomfort. The atrial lead exhibited high thresholds and undersensing. The implantable pulse generator (ipg) was reprogrammed to vvi mode. A minor perforation was suspected. A lead revision was performed. During the procedure no perforation or dislodgement was detected; however, the lead was repositioned. The lead exhibited oversensing and noise. It was determined that the ipg contained damage to the connector block at the grommet. The ipg was explanted and replaced and the leads were reconnected with measurements in acceptable range. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.